Event description:
It was reported to (B)(6) that the peritoneal dialysis (pd) therapy was hospitalized on (B)(6) 2026 with peritonitis. There were no reported allegations that the event was caused by (B)(6) products. In an additional follow-up call with the patient¿s pd nurse, it was confirmed that the patient was hospitalized (on (B)(6) 2026) with symptoms of abdominal pain and pd catheter (not a (B)(6) product) malfunction. The nurse stated that the patient¿s pd catheter was malfunctioning due to fibrin formation, which was causing some drain complications during pd treatment (not a (B)(6) cycler issue). Per the nurse, the patient had a pd culture obtained in the hospital. However, the nurse did not have the results available. The patient was diagnosed with peritonitis and received intravenous (IV) antibiotic therapy (details are unknown). Additionally, the nurse stated the patient required removal of the pd catheter and was transitioned to hemodialysis modality for renal replacement needs. On (B)(6) 2026, the patient was discharged from the hospital and is reported to be recovering from the peritonitis event. The patient currently remains on hemodialysis on an outpatient basis. The pd nurse confirmed that the patient did not have any fluid leaks or malfunctions with (B)(6) products in relation to the peritonitis event. The nurse indicated that the peritonitis was due to pd catheter (not a (B)(6) product) biofilm. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".